Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced at power up. System error 105 was confirmed through a review of the event history log. It was observed that the motor flex was not fully seated/secured into the j7 connector. This can cause multiple motor related errors. The j7 clamp was closed, properly securing the motor flex.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.